Manufacturer narrative:
Continuation of d10: product ID 37642, serial# unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that information was reviewed by technical services and no issues could be determined. It was reviewed that when the programmer connects it does not need to go to 100% before opening the app. No more issues were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a loss of stimulation on one side. The monopolar impedance value of electrode 0 is a bit increased at 2525 ohms. The session report showed the neurostimulator was sufficiently charged and the neurostimulator was not turned off (accidentally) by the patient. Additionally, there is bad connection with the patient programmer, as it doesn't seem to connect to the implantable pulse generator (ipg), and gets stuck at 50%. No patient complications were reported as a result of this event.